Event description:
It was reported that the iab was inserted via the femoral artery and the correct position was verified by x-ray. The balloon on the iab would not fill. The pump was exchanged but the balloon still would not fill. The iab was removed and a second iab was placed into the aortia surgically. An x-ray was performed to verify correct position. The balloon was slow to inflate and unwrap, but did supply support to the pt until pt expired. This event was not the cause of the pt's death but was felt to compromise pt care.